Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic with right ventricular lead dislodgement and loss of capture. The patient was not pacer-dependent. No anomalies were visible on x-ray. The pocket was open and the lead was tested with the system analyzer and intermittent capture was observed. The lead was successfully repositioned. Physician suspects a micro-dislodgment.